Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA has been issued requesting to have the isi device returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). A follow-up MDR will be submitted if additional information is received. Site history review: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. Image/video review: no image or video clip for the reported event was submitted for review. System log investigation: a review of the instrument log for the stapler 45 instrument (part number: 470298-14/lot number: t11190711-0029) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 46th use of the instrument with 4 lives remaining. The instrument was used for 30 minutes and 15 seconds. This complaint is reportable due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, a wire from the stapler 45 instrument was broken off and fell inside the patient. The surgeon retrieved the broken piece during the same procedure. The surgeon used a backup instrument and the procedure was completed with no report of patient harm, injury or adverse outcome. All fragments were retrieved and no additional surgical intervention was required. Although there was no patient injury, if the issue were to recur, it could cause or contribute to an adverse event/require surgical intervention.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a wire from the stapler 45 instrument was broken off and fell inside the patient. The surgeon retrieved the broken piece during the same procedure. The surgeon used a backup instrument. The procedure was completed with no report of patient harm, injury or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the customer to obtain additional information; however, the customer could not provide any further information about the event.